Manufacturer narrative:
Patient information: no further patient information was provided. Service inspected the analyzer and determined the arc probe (list number 08c94-42) required replacement. The part was replaced and calibrated to resolve the issue. Service verified the system function by performing a successful precision run. The service history of the analyzer was reviewed and no subsequent issues or contributing factors were identified. The architect product monitoring was reviewed for the architect i10000sr analyzer and identified no trends. The erratic result rate was within acceptable limits with no trends identified. Review of complaints associated with the arc probe identified no trends related to the complaint issue. Manufacturing documentation for the part were reviewed and no issues were identified. Additionally, labeling was reviewed and sufficiently addresses the complaint issue. Based on this investigation, no systemic issue or deficiency of the architect i1000sr analyzer was identified.

Event description:
The customer reported a false positive result with the architect stat troponin-I assay for one patient. The customer provided: sid (B)(6) initial = 0.044; 4 hours later, new sample same patient, sid (B)(6): initial = 0.00; sid (B)(6) repeat = 0.006. The customer uses a cut off of < 0.029. There was no impact to patient management reported.